Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, procedure, while being applied to the lung, the surgeon remarked that the stapler felt off and would not click closed on the tissue. There was no patient injury.